Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the heater line of a homechoice cassette and the heater bag which resulted in a leak. This was observed during cycle two of four of peritoneal dialysis (pd) therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.